Event description:
Complainant alleged that during a routine shift check by a medic, the device began to charge as soon as the defib mode was accessed, without having pressed the charge button on the either the paddles or the front panel. The complaintant indicated that this was an intermittent problem. The complainant indicated that there was no patient involvement in the reported malfunction.